Event description:
Complainant alleged that while treating a pt, the device had a problem when using electrodes. Complainant did not have details in regards to the event, just that there was an issue when using the electrodes. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.